Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument product to perform failure analysis. The force bipolar instrument was found to have a dislodged conductor wire at the grip routing. The wire insulation was damaged, and the wire was exposed. The instrument grips were annually manipulated, and the instrument failed an electric continuity test on every attempt. The instrument failed the energy delivery test. The instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. There was also a frayed grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer contacted the technical support engineer (tse) for assistance because they could not get the force bipolar instrument removed from the patient. The tse reviewed system logs which confirmed that the instrument was disengaged from the carriage on the universal surgical manipulator (usm)1. The customer described how the wrist was bent and caught on the distal end of the cannula. The surgeon had been using it during the case with no issues until the customer tried to remove it. The jaws were finally manually straightened out at the wrist with a handheld laparoscopic instrument and then they were able to remove the instrument. After straightening the wrist, the customer was able to successfully remove the instrument and continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information. The force bipolar instrument had a misaligned jaw. The instrument jaws were stuck in a closed position during removal. The instrument was not removed with the cannula. Surgeon lost control during the case. The wrist was stuck at 90 degrees.